Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019.

Event description:
The customer reported the touch screen may have adhered to the liquid crystal display (lcd). There was no patient or user harm reported.